Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door during their pd treatment. Fluid was discovered in the pump module and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but to date has not been obtained.

Manufacturer narrative:
Additional information provided in a2, a3, a4, and b5.

Event description:
Additional information received states that at the end of treatment, during cycler tear down, the patient¿s nurse opened the cassette door and bloody effluent spilled out over the balloon valves and down to the floor. It was reported that all connections were completed safely and the cycler self-test was completed without issue. The nurse did see a tear on the cassette but no other breaks on the closed system. The patient was prescribed prophylactic antibiotics, keflex 250 mg po tid x 3 days. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is not trained on performing stat drains or manual peritoneal dialysis therapy if needed. Confirmed that the patient has received the replacement cycler. The old cycler has been picked up and returned.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The teach pumps test passed. Post-accelerated stress test (ast) 2 hours 15 minutes 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. There were no visual discrepancies encountered during the internal inspection. There were not discrepancies encountered with the mushroom heads.¿a review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Additional information received states that at the end of treatment, during cycler tear down, the patient's nurse opened the cassette door and bloody effluent spilled out over the balloon valves and down to the floor. It was reported that all connections were completed safely and the cycler self-test was completed without issue. The nurse did see a tear on the cassette but no other breaks on the closed system. The patient was prescribed prophylactic antibiotics, keflex 250 mg po tid x 3 days. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is not trained on performing stat drains or manual peritoneal dialysis therapy if needed. Confirmed that the patient has received the replacement cycler. The old cycler has been picked up and returned.